Event description:
Per caller, in 2005, she started to have pain on her back, under the right rib upper abdominal area, nausea and headaches. Pt got an ultrasound through her family md, which showed the essure coil on the right side of her fallopian tube was missing, a f/u x-ray showed the device had migrated to her right rib. In (B)(6) 2006, per pt she found out she was pregnant. The md who did the procedure suggested to do a d and c and take out the device at the same time. Pt consulted with another specialist who declined to take out the device while pt is pregnant. Per pt, she had an abortion in (B)(6) 2006 and pt had another surgery to have the device explanted. Per pt, a year and a half later, she had full tubal ligation with the essure coil on the left side still implanted. Pt alleges for the past 2 years, starting in 2010, pt had her gallbladder, removed, because of abdominal pain and spasms, nausea and vomiting. Per pt when she sneezes, coughs or bends over, she feels a pinching pain in her abdomen. In 2011, pt alleges went to the ER for signs and symptoms of a heart attack. Pt also was rashes for which she is scheduled to see a dermatologist. Pt stated that for the last 4 years she was continuous heavy bleeding and clotting during her menstrual cycle, and alleges that there is a possibility for a total hysterectomy to take out the essure.